Manufacturer narrative:
(B)(6). (B)(4). It was reported that when the physician went to pull the sheath back after shuttling a mynxgrip vascular closure device (vcd) down, the vcd sealant stayed on the sheath. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not extended. The patient was reported to have recovered with no complications noted. The vcd was being used in conjunction with a 6f procedural sheath for arterial closure following a diagnostic coronary procedure. The device storage temperature did not exceed 25 °c. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The device was returned with the procedural sheath pull back against the shuttle handle. Sealant was located near the balloon proximal bond, exposed to blood and appeared to have ¿swelled¿. The advancer tube was engaged to the tamp lock, abutting the sealant upon receipt. During the investigation, leak testing was performed and found no leak in the balloon. The balloon was fully inflated with water and pressure was maintained and the inflation indicator performed per specification. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. Review of lot f1714403 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿sealant stuck to device components¿ was confirmed due to the condition in which the unit was received for analysis. The exact cause of the reported event experienced by the customer could not be conclusively determined. Procedural factors and handling process may have contributed to the failure as reported. According to the product instructions for use, users are instructed that while maintaining light tension to keep the balloon abutted against the arteriotomy or venotomy, immediately grasp the advancer tube at the skin and gently advance until the single marker is fully visible and then hold in place for up to 30 seconds. Neither the device history record review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
It was reported that when the physician went to pull the sheath back after shuttling a mynxgrip vascular closure device (vcd) down, the vcd sealant stayed on the sheath. Manual compression was applied for 30 minutes or less to achieve hemostasis. The patient's hospitalization was not extended. The patient was reported to have recovered with no complications noted. The vcd was being used in conjunction with a 6f procedural sheath for arterial closure following a diagnostic coronary procedure. The device storage temperature did not exceed 25 °c. The vcd will be returned for analysis.